Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient's physician inadvertently pulled out the electrode array while attempting to clean the external ear canal. The device was explanted on (B)(6) 2014 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed (B)(6), 2015.